Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg 450 mg/dl) and a correction bolus was delivered to address bg. Contact alleged pump was not delivering insulin properly and intermittently, the pump displayed a message that insulin delivery had stopped. Pump history was reviewed with tandem technical support. No alarms were identified that indicated insulin delivery was interrupted.